Event description:
It was reported on (B)(6) 2012 that a vns patient was experiencing an increase in seizures above pre-vns baseline levels. The seizures affected were the patient's drop attacks. The patient has experienced a decrease in her generalized tonic clonic seizures. The patient does have lennox-gausteux and drop attacks are common; however, there has been a significant increase in the occurrence of the drop attacks after the patient was implanted with vns in (B)(6) 2011. The patient's settings were 1/30/500/30/5/1.25/500/60. Diagnostics have not been performed since device implant as they were okay at implant. The physician does not know the cause of the seizures and has not ruled out whether or not there were any factors that contributed to the increase in drop attacks. The patient will follow up with the physician again in march and be re-evaluated. The patient's programming history available in the manufacturer's in-house programming database was reviewed and the data was available up to (B)(4) 2012 where the settings were increased by the physician as reported.

Event description:
Additional information was received on (B)(6) 2012 where it was reported that the patient's increase in seizures activity is believed to be due to an upper respiratory infection. The infection is not related to the patient's vns device. The patient was re-evaluated and the physician adjusted the output current to 1.25 ma and the magnet output current to 1.50 ma. The patient is said to be doing much better with the seizures responding to the magnet swipes. The patient's seizures are said to be very sensitive to any changes in the patient's body (i.e. Illness) with the seizure frequency increasing once a month around the patient's menstrual cycle (due to the menstrual cycle). Diagnostics were said to have been performed and the results were within normal limits however the specific test results were not provided. The patient will be seen again for additional titration of her vns settings.

Manufacturer narrative:
Analysis of programming history performed.